Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: reason of complaint: during treatment microbubbles were noted in tubing for 5 different patients. The number of microbubbles present eventually filled the venous chamber with air during treatment, requiring staff to remove air multiple times from the venous chamber. The venous chambers had been full at treatment initiation. All connections were double checked during treatment and were still tight. All 5 patients were able to finish treatment with this tubing, and all had their blood rinsed back at the end of treatment.